Event description:
Caller tested 4.8 inr (unspecified strip lot) and 5.1 inr (strip lot 22370521) on the coaguchek xs system while a comparison lab returned as 3.6 inr. Meter results were obtained using different strip lots. No treatment required. No adverse event reported. Requested return of suspect system, however, the unspecified strip lot has been discarded and will not be retuned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for strip lot 22370521. Reference medwatch with (B)(6) for the unspecified strip lot.